Event description:
The customer observed falsely decreased total bilirubin results on an architect c8000 analyzer. The following data was provided (customer¿s reference range is 3.4-20.5 umol/l): initial results were <1.90 and 1.8, repeats after recalibrating were 6.7 and 5.4 umol/l. There was no impact to patient management reported.

Manufacturer narrative:
The complaint investigation for falsely decreased total bilirubin results, while using total bilirubin reagent, lot number 59669uq04, included a review of data and information provided by the customer, ticket trending review, labeling review, and device history record review. Trending review determined no related trend for falsely elevated results for the product. Return testing was not completed as returns were not available. A review of the product labeling concluded that the issue is sufficiently addressed. Manufacturing documentation for the likely cause list number were reviewed and did not identify any issues. File samples were not tested, as the sample was retested, and acceptable result was produced. In addition, the quality controls were within range at the time of the incident. Based on all available information and abbott diagnostics' complaint investigation, no systemic issue or product deficiency with the total bilirubin reagent, lot number 59669uq04, was identified.